Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the customer confirmed that the issue of universal surgical manipulator (usm) arm 3 being unable to move with error 25745 had recurred. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was resolved by power cycling the system. The procedure was completed with same dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm arm has been returned and evaluated by the failure analysis (fa) team. The reported issue was confirmed but not replicated, and no related issues were found upon visual inspection. All relevant testing passed within specification, and no faults were identified on the axes controller spar connector (acsc). Failure analysis concluded that the acsc is consistent with the reported event and is the potential root cause.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.